Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 480 mg/dl at the time. The customer also reported that he received a calibration not accepted and a change sensor alert. The customer treated his high blood glucose with a shot of insulin and reported that he was feeling fine, hence troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.